Event description:
Caller reported a cartridge alarm during the load process and did not wait until prompted to remove the used cartridge, which led to consecutive cartridge alarms. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support educated the caller on proper procedures and decided to replace the pump. Meanwhile, the customer planned to use multiple daily injections to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address, instructed the caller to store the problematic pump before its return, and advised on steps for handling the replacement. A replacement pump was sent to the caller without requiring a delivery signature.